Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "the customer reported that there were unexpected product returns received with a unspecified failure), sd cad observed on the received syringe that its luer tip was broken off and the broken off syringe tip was lodged within one of the received set's female luer."